Event description:
Patient reports that when using these syringes to administer haegarda,when she pushes the plunger down, medication does come out of the needle, as it should, but also seeps out from around the plunger. Dates of use: (B)(6) 2018 - present. Is the product compounded? No. Is the product over-the counter? No.